Event description:
It has been reported "magnetic impact sleeve can no longer be detached from the trident cup! Therefore, both were removed and the patient was implanted with another trident cup, using the second magnetic impact sleeve, which worked perfectly".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "magnetic impact sleeve can no longer be detached from the trident cup! Therefore, both were removed and the patient was implanted with another trident cup, using the second magnetic impact sleeve, which worked perfectly".

Manufacturer narrative:
Reported event: an event regarding disassembly issue involving a da instrument bolt was reported. The event was confirmed via evaluation of the returned devices. Method & results: product evaluation and results: visual inspection: visual inspection of the returned devices indicated that the shell and the bolt were assembled and could not be disassembled by hand or with tools. Damage consistent with attempted implantation/explantation is visible on the surfaces of the devices. The reported event is confirmed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 2 other similar events for the lot referenced. Conclusions: it was reported that the bolt would not disassemble from the trident shell during surgery. Visual inspection of the returned devices indicated that the shell and the bolt were assembled and could not be disassembled by hand or with tools. Damage consistent with attempted implantation/explantation is visible on the surfaces of the devices. The reported event is confirmed. The exact cause of the event could not be determined from the information provided, and the devices could not be disassembled for further evaluation. Mishandling/over-torqueing during surgery could not be ruled out. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.